Event description:
The screw on the assembly was loose. There was no adverse consequence for the patient or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: evaluation results indicate the event was caused by the device being dismantled by the hospital. No fault of the device could be identified.